Event description:
It was reported that during a review of the recorded episodes of this implantable cardioverter defibrillator (ICD), technical services (ts) noted that during a ventricular tachycardia (vt) event, this device delivered anti-tachycardia pacing (atp) that accelerated the vt. The vt episode was successfully terminated with shock therapy. It was also noted that there was far field oversensing on the right atrial (ra) lead channel. Ts recommended further evaluation with programmer and health care professional (hcp). No adverse patient effects were reported. This ICD remains in service.